Event description:
After the doctor inserted the lens into the patient's eye, they noticed the haptic was missing. Doctor had to enlarge the incision to remove and replace the lens. Stitches were needed.